Manufacturer narrative:
The device was received deployed. No timeouts or drive stalls observed in the download data and no damages or defects were found to the needle mechanism that would cause the needle mechanism to not deploy. The exact cause of the reported needle mechanism failure could not be determined. Inspection of the soft cannula found no bends or kinks.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The cannula was bent.